Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing percentage of this cardiac resynchronization therapy defibrillator (crt-d) was not as high as was expected. Boston scientific technical services (ts) discussed that the right ventricular (rv) lead was potentially oversensing the atrial signal. Device sensitivity was reprogrammed to optimize therapy and defibrillation threshold (dft) testing was performed with satisfactory results. No adverse patient effects were reported. This device remains in service.